Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks, and the right ventricular (rv) lead exhibited high impedances and noise. A lead fracture was suspected. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and not replaced. No patient complications have been reported as a result of this event.